Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in emergency room with palpitations followed by an inappropriate shock. Device interrogation revealed atrial fibrillation (af) with rapid ventricular response (rvr). The shock converted the patient back to normal sinus rhythm (nsr). The patient was diagnosed with new-onset atrial fibrillation and was prescribed anticoagulant and rate control medications. The patient was brought in clinic on (B)(6) 2019 for further evaluation. No further intervention was performed. The patient was stable.